Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to unknown.

Manufacturer narrative:
See investigation attached. See reporting timing letter attached. - attachment: [ripojuly2019signed.pdf, timingletter19070484.pdf].